Manufacturer narrative:
The end user stated that she fell at home while ambulating with the cane, the cane tip split and she fell. She went to an immediate care center due to pain in her tailbone. No serious injury was diagnosed. She was given pain medication and a muscle relaxer. The sample was returned and evaluated. The cane tip was split. No manufacturing defect was identified during the evaluation of cane.

Event description:
While walking on a tile floor, the cane slid and the end user fell.